Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and a sling was implanted. The patient reports, she has experienced "a lot of trouble" and had a removal procedure in (B)(6) 2012. No further information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.